Manufacturer narrative:
Qn#(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. The part number reported is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and the samples were visually inspected and issue reported leak - device leak - cuff was not observed in the current manufacturing process. The device history review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: the cuff deflated. The patient was reintubated; there was no desaturation or injury.